Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "serious pain and limited physical movement."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2010 patient presented with complaint of low back pain. (B)(6) 2010 patient presented with complaint of pain in the neck and shoulder. (B)(6) 2010 patient presented for office visit. (B)(6) 2010 patient presented for office visit. (B)(6) 2010 patient presented with complaint of pain. (B)(6) 2011 patient presented for office visit with complaint of low back pain. (B)(6) 2011: patient presented for office visit with chief complaint /diagnosis of post laminectomy syndrome. (B)(6) 2011: patient presented for pre admit test. (B)(6) 2013: patient presented for "pat" back pain was assessed as stabbing. (B)(6) 2013 patient presented for office visit with pain in left leg. (B)(6) 2013 patient presented for office visit with complaint of low back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2003: the patient presented for a visit. Hypertension. Depression. Neurogenic bladder. Musculoskeletal. Fibrocystic breasts noted on mammogram. Assessment: hypertension. Depression. Neurogenic bladder. Musculoskeletal. Fibrocystic breast disease. Cardiac murmur. On (B)(6) 2004: the patient presented for a follow up. On (B)(6) 2004: the patient presented with following pre-op diagnosis: spinal stenosis with spondylolisthesis, l4-l5, status post fusion, l5-s1. Procedure performed: redo decompressive laminectomy /removal of gill fragment. L5-s1. Exploration of fusion mass, l5-s1. Decompressive laminectomy with facetectomy, bilateral l4-5. Posterior lumbar interbody fusion, l4-5. Lateral transverse process fusion, l4-5. Pedicle screw instrumentation, l4-5 using m-8 system. Placement of intervertebral spacer, l4-5, with use of rh-bmp2/acs and peek intervertebral spacer. Use of intraoperative fluoroscopy and interpretation of intraoperative radiographs. Morselized laminar autograft, l5-s1. Per-op notes: beginning in the midline at the l5-s1 level, a redo laminectomy was accomplished. The gill fragment was never removed in total, previously. There was a combination of fusion mass and osteocartilaginous overhang against the l5 pedicle causing very severe root compromise, right greater than left, against the l5 and s1 roots. A wide decompressive laminectomy was done bilaterally by removing the gill fragments. Following this, the fusion mass was explored laterally. There was felt to be a very solid bridge of bone between the sacral ala and the transverse process/remaining facet region of l5. There was virtually no motion at this level. The level of stenosis and motion at l4-5, above this, was significant. There was very significant central stenosis and lateral recess stenosis requiring bilateral partial facetectomy and wide decompression of the l4 and l5 roots. The l5 root was protected on the patient's right and the outer annulus of the disc space was excised. All free nuclear material was removed. A trough into the l4-5 disc space to a 25 mm depth was created. Following this, 2-3 cc of rh-bmp2/acs were packed anteriorly into the disc space, wrapped in morselized laminar autograft and additional 1 cc of rh-bmp2/acs was packed into the intervertebral cage, itself. Following this, the transverse process of l4 and the lateral mass at l5, sacral ala were sharply decorticated, and additional rh-bmp2/acs with morselized laminar autograft was packed laterally completing lateral transverse process fusion. On (B)(6) 2004: the patient presented for a follow up. The patient underwent x-ray of lumbar spine. Impression: fusion began to consolidate. On (B)(6) 2004: the patient presented for a follow up. The patient underwent x-ray of lumbar spine. Impression: the interbody device in good position although in the posterior aspect of the intervertebral disc space about the posterior to the posterior margin of the l5 vertebra body. On (B)(6) 2004: the patient presented for a follow up. The patient underwent x-ray of lumbar spine. Impression: interbody bone in good position. Signs of fusion mass consolidation. On (B)(6) 2004: the patient presented for a follow up. The patient had continued pain in her low back. The cage is slightly posterior to l4 posterior vertebral body arch but at the level of the l5 posterior origin of the vertebral body. On (B)(6) 2004: the patient presented for a follow up. On (B)(6) 2004: the patient presented for a follow up. X-ray showed intraoperative cage in adequate position. The cage is slightly posterior to l4 posterior vertebral body arch but normal with regards to the l5 posterior vertebral body. The fusion appears to be solid in the posterolateral region. On (B)(6) 2004: the patient underwent MRI of lumbar due to chronic leg pain. Prior intervertebral fusion at l4-5 with right sided rodding, but with grade I spondylolisthesis associated with residual or recurrent disc protrusion and moderately severe to severe bilateral foraminal stenosis. This has lead to impingement on both transiting and existing nerve roots at this level. On (B)(6) 2004: the patient presented for a follow up. On (B)(6) 2004: the patient presented with back pain. Assessment: contusion and interscapular muscle strain. The patient presented with hypertension. Assessment: hypertension, adequate control. On (B)(6) 2006: the patient presented with shoulder pain. Assessment: ac joint inflammation. On (B)(6) 2006: the patient presented with contusion. Assessment: multiple contusions, dizziness probably related to labyrinthine disturbances. On (B)(6) 2006: the patient presented with hyperlipidemia, cramps and dizziness. Assessment: dizziness may be labyrinthine. On an unknown date in (B)(6) 2007, the patient underwent tibial osteotomy of right knee. On (B)(6) 2007: the patient presented for follow up. On (B)(6) 2007: the patient underwent arterial doppler due to bilateral lower extremity pain. Impression: normal. On (B)(6) 2008: the patient underwent diagnosis: axial back pain, status post 2 level fusion. The patient underwent x-ray which showed no motion at fusion site. Interbody bones and screws are in adequate position. There is copial lateral fusion contributing to a solid interposition arthrodesis. On (B)(6) 2008: the patient presented with pain in left leg due to fall. The patient underwent x-ray. Normal. On (B)(6) 2008: the patient presented with leg swelling. Assessment: hematoma on (B)(6) 2008: the patient presented with hypertension controlled. Depression stable. Neurogenic bladder. Chronic pain syndrome. Multiple arthritic problems. Fibrocystic breast disease. Cardiac murmur. Hyperlipidemia. Chronic mild alk-phos elevation. Recurrent falls particularly recently. Pneumonia. On (B)(6) 2009: the patient presented for a follow up. Assessment: osteoarthritis primarily spine, diffuse pain syndrome possible fibromyalgia. On (B)(6) 2009: the patient presented with head pain. On (B)(6) 2009: the patient underwent lower extremity venous duplex study due to edema. Impression: negative. On (B)(6) 2010: the patient presented for physical exam. Assessment: cervicalgia. On (B)(6) 2010: the patient underwent MRI of the cervical spine without contrast due to pain radiating into neck and right side of head. Impression: no sign of acute traumatic injury. There is multilevel degenerative disk disease. Small posterior disk osteophyte complexes are noted which cause at most a mild degree of spinal stenosis at the c5/6 and c6/7 levels with narrowing of the thecal sac down to the 8 mm range. At c4/5, there is some flattening of the anterior thecal sac but no definitive spinal stenosis. A mild degree of multilevel neural foramina] narrowing also present at these levels. On (B)(6) 2010, (B)(6) 2011: the patient presented for a follow up. She is doing well. Assessment: osteoarthrosis involving more than one site, mitral valve disorder, cough, edema, depressive disorder, neurogenic bladder nos, polymyalgia rheumatica nonspecific abnormal serum enzyme levels, elevated c-reactive protein, hyperlipidemia mixed, urinary hesitancy, benign mammary dysplasia, pain- generalized, cervicalgia, hypertension-benign, herpes zoster, (B)(6) 2011: assessment: contusion of face, scalp and neck, diarrhea. On an unknown date in oct-2011, the patient underwent implant of spinal stimulator. On an unknown date in 2012, the patient underwent gall bladder removal. On (B)(6) 2012: the patient presented with hypertension, right shoulder pain. On (B)(6) 2013: the patient presented with the diagnosis of malfunction hardware. The patient underwent left buttock battery pack removal. On (B)(6) 2013: the patient presented with diagnosis: lumbago, spinal stenosis, lumbar region with/ wo neurogenic disc claudicant, lumb /lumbosac disc degeneration, hypertension. On (B)(6) 2013: the patient underwent x-ray of lumbar spine due to lumbar spondylosis. Impression: new hardware at l3-4 with removal of the posterior rod previously used to fuse l4-5. The patient also underwent stabilization of back. On (B)(6) 2013: the patient presented with diagnosis: leukocytosis, post operative pain, backache, headache, hypertension, depressive disorder. On (B)(6) 2013: the patient underwent x-ray of lumbar spine. Impression: unchanged alignment. No evidence of hardware failure. The patient underwent CT of lumbar spine. Impression: 4.6 x 2.8 mm superficial soft tissue fluid collection posterior to the lumbosacral hardware at midline, with foci of gas and peripheral hyper attenuation. Posterior spinal fusion at the l3, l4, and l5 vertebral levels with severe degenerative changes and l4 on l5 anterolisthesis. No evidence of acute hardware complication. On (B)(6) 2013: the patient underwent x-ray of chest. Impression: no evidence of acute cardiopulmonary disease. No focal consolidation. On (B)(6) 2013: the patient was diagnosed with alter consciousness, psychophysics vis disturb, acute , but ill defined cerebrovascular disease. The patient underwent electrocardiogram. On (B)(6) 2013: the patient underwent stabilization of back. On (B)(6) 2013: the patients presented with seroma complicating, pneumonia, headache, malaise and fatigue hypertension and cough. Diagnose with lumbago. The patient underwent CT of head. Impression: unremarkable. The patient underwent CT of lumbar spine. Impression: interval surgery. No suggestion of infection in the bone. There is soft tissue fluid collection posteriorly. This may represent merely a seroma. The patient underwent x-ray of chest. Impression: left lower lobe atelectasis makes exclusion of left basilar pneumonia difficult. On (B)(6) 2013: the patient presented with shortness of breath and cardiomegaly. The patient underwent x-ray of chest. On (B)(6) 2013: the patient presented for post operative visit. On (B)(6) 2013: the patient underwent CT of lumbar spine w/wo contrast due to csf leak, fluid collection csf leak. Impression: enlarging superficial soft tissue fluid collection which now communicates with a large fluid collection in the laminectomy bed and paraspinal musculature. This enlarging collection may be secondary to csf leak. The patient also underwent cut dura, patched and repaired. On (B)(6) 2014: the patient underwent cut dura, patched and repaired. Since the rh-bmp2/acs surgery, the patient has been suffering from the following problems: severe back pain, the pain is more severe and more frequent than before the rh-bmp2/acs surgery; muscle spasms; numbness in both legs; unable to walk for any distance; unable to stand; need to use a cane or scooter to get around; radiating pain to the legs; nerve injury; stenosis; osteophytes; foraminal narrowing; acid reflux; bladder incontinence; osteoarthritis; mental anguish; and depression. He also had difficulty in standing and walking.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 1999: the patient underwent lumbar MRI w/wo contrast. Impression: diffuse disk bulging at l3-4, changes of degenerative disk disease at l4-5. (B)(6) 2000: the patient presented for cervical pain with radicular pain into her left upper extremity down her arm and fingers specifically in thumb and forefinger. (B)(6) 2000: the patient underwent cervical spine MRI w/wo contrast. Impression: degenerative disk disease and spondylosis from c3-4 through c6-7. There is borderline acquired spinal stenosis and mild foraminal encroachment at c4-5, c5-6 and c6-7. (B)(6) 2001: the patient underwent lumbar MRI w/wo contrast. Impression: multilevel degenerative disk disease, angular bulges at l2-3 and l3-4, acquired spinal stenosis at l4-5. (B)(6) 2002, (B)(6) 2001, (B)(6) 2000, (B)(6) 1999: the patient presented for a follow up. (B)(6) 2002: the patient underwent transforaminal epidural injection with rax catheter at the l4-5 and l5-s1 level. (B)(6) 2004: the patient presented with following pre-op diagnosis: spinal stenosis with spondylolisthesis, l4-l5, status post fusion, l5-s1. Procedure performed: I. Redo decompressive laminectomy /removal of gill fragment. L5-s1. 2. Exploration of fusion mass, l5-s1. 3. Decompressive laminectomy with facetectomy, bilateral l4-5. 4. Posterior lumbar interbody fusion, l4-5. 5. Lateral transverse process fusion, l4-5. 6. Pedicle screw instrumentation, l4-5 using m-8 system. 7. Placement of intervertebral spacer, l4-5, with use of lnfuse bone morphogenic protein and peek intervertebral spacer. 8. Use of intraoperative fluoroscopy and interpretation of intraoperative radiographs. 9. Morselized laminar autograft, l5-s1. Per-op notes: beginning in the midline at the l5-s1 level, a redo laminectomy was accomplished. The gill fragment was never removed in total, previously. There was a combination of fusion mass and osteocartilaginous overhang against the l5 pedicle causing very severe root compromise, right greater than left, against the l5 and s1 roots. A wide decompressive laminectomy was done bilaterally by removing the gill fragments. Following this, the fusion mass was explored laterally. There was felt to be a very solid bridge of bone between the sacral ala and the transverse process/remaining facet region of l5. There was virtually no motion at this level. The level of stenosis and motion at l4-5, above this, was significant. There was very significant central stenosis and lateral recess stenosis requiring bilateral partial facetectomy and wide decompression of the l4 and l5 roots. The l5 root was protected on the patient's right and the outer annulus of the disc space was excised. All free nuclear material was removed. A trough into the l4-5 disc space to a 25 mm depth was created. Following this, 2-3 cc of lnfuse bone morphogenic protein were packed anteriorly into the disc space, wrapped in morselized laminar autograft and additional 1 cc of infuse was packed into the intervertebral cage, itself. Following this, the transverse process of l4 and the lateral mass at l5, sacral ala were sharply decorticated, and additional infuse/bone morphogenic protein with morselized laminar autograft was packed laterally completing lateral transverse process fusion.. (B)(6) 2004: the patient presented for a follow up. The patient underwent x-ray of lumbar spine. Impression: fusion began to consolidate. (B)(6) 2004: the patient presented for a follow up. The patient underwent x-ray of lumbar spine. Impression: the interbody device in good position although in the posterior aspect of the intervertebral disc space about the posterior to the posterior margin of the l5 vertebra body. (B)(6) 2004: the patient presented for a follow up. The patient underwent x-ray of lumbar spine. Impression: interbody bone in good position. Signs of fusion mass consolidation. (B)(6) 2004: the patient presented for a follow up. The patient had continued pain in her low back. The cage is slightly posterior to l4 posterior vertebral body arch but at the level of the l5 posterior origin of the vertebral body. (B)(6) 2004: the patient presented for a follow up. (B)(6) 2004: the patient presented for a follow up. X-ray showed intraoperative cage in adequate position. The cage is slightly posterior to l4 posterior vertebral body arch but normal with regards to the l5 posterior vertebral body. The fusion appears to be solid in the posterolateral region. (B)(6) 2004: the patient underwent MRI of lumbar due to chronic leg pain. Prior intervertebral fusion at l4-5 with right sided rodding, but with grade I spondylolisthesis associated with residual or recurrent disc protrusion and moderately severe to severe bilateral foraminal stenosis. This has lead to impingement on both transiting and existing nerve roots at this level. (B)(6) 2004: the patient presented for a follow up. (B)(6) 2004: the patient presented with back pain. Assessment: contusion and intercapsular muscle strain. The patient presented with hypertension. Assessment: hypertension, adequate control. (B)(6) 2006: the patient presented with shoulder pain. Assessment: ac joint inflammation. (B)(6) 2006: the patient presented with contusion. Assessment: multiple contusions, dizziness probably related to labyrinthine disturbances. (B)(6) 2006: the patient presented with hyperlipidemia, cramps and dizziness. Assessment: dizziness may be labyrinthine. On an unknown date in (B)(6) 2007, the patient underwent tibial osteotomy of right knee. (B)(6) 2007: the patient presented for follow up. (B)(6) 2007: the patient underwent arterial doppler due to bilateral lower extremity pain. Impression: normal. (B)(6) 2008: the patient underwent diagnosis: axial back pain, status post 2 level fusion. The patient underwent x-ray which showed no motion at fusion site. Interbody bones and screws are in adequate position. There is copial lateral fusion contributing to a solid interposition arthrodesis. (B)(6) 2008: the patient presented with pain in left leg due to fall. The patient underwent x-ray. Normal. (B)(6) 2008: the patient presented with leg swelling. Assessment: hematoma (B)(6) 2008: the patient presented with 1. Hypertension controlled. 2. Depression stable. 3. Neurogenic bladder. 4. Chronic pain syndrome. 5. Multiple arthritic problems. 6. Fibrocystic breast disease. 7. Cardiac murmur. 8. Hyperlipidemia. 9. Chronic mild alk-phos elevation. 10. Recurrent falls particularly recently. 11. Pneumonia. (B)(6) 2009: the patient presented for a follow up. Assessment: osteoarthritis primarily spine, diffuse pain syndrome possible fibrom yalgia. (B)(6) 2009: the patient presented with the admit diagnosis of headache. The pre-operative diagnoses included polymyalgia rheumatica, visual disturbance, hypertension, anemia, arthropathy, nonpsychotic disorder, ¿post-proc¿ states ¿nec¿ and long term use of steroids. The patient underwent left temporal artery biopsy with frozen section. (B)(6) 2009: the patient presented with head pain. (B)(6) 2009: the patient underwent lower extremity venous duplex study due to edema. Impression: negative. (B)(6) 2010: the patient presented for physical exam. Assessment: cervicalgia. (B)(6) 2010: the patient underwent MRI of the cervical spine without contrast due to pain radiating into neck and right side of head. Impression: no sign of acute traumatic injury. There is multilevel degenerative disk disease. Small posterior disk osteophyte complexes are noted which cause at most a mild degree of spinal stenosis at the c5/6 and c6/7 levels with narrowing of the thecal sac down to the 8 mm range. At c4/5, there is some flattening of the anterior thecal sac but no definitive spinal stenosis. A mild degree of multilevel neural foraminal narrowing also present at these levels. (B)(6) 2010, (B)(6) 2011: the patient presented for a follow up. She is doing well. Assessment: osteoarthrosis involving more than one site, mitral valve disorder, cough, edema, depressive disorder, neurogenic bladder nos, polymyalgia rheumatica nonspecific abnormal serum enzyme levels, elevated c-reactive protein, hyperlipidemia mixed, urinary hesitancy, benign mammary dysplasia, pain- generalized, cervicalgia, hypertension-benign, herpes zoster, (B)(6) 2011 patient presented with low back pain. The patient is complaining of pain located in the lower back, buttock(s) on the right . The pain radiates down the right lower extremity. (B)(6) 2011 patient underwent intra-articular facet joint injections with fluoroscopic guidance due to the following pre-op diagnosis: 1.spondylosis, lumbar, 2.lumbago (B)(6) 2011: assessment: contusion of face, scalp and neck, diarrhea. On an unknown date in (B)(6) 2011, the patient underwent implant of spinal stimulator. (B)(6) 2011 patient presented with low back pain. Since the procedure, the pain improved for a little while, but since has worsened. The patient is complaining of pain located in the lower back, buttock(s) on the right. The pain radiates down the right lower extremity. (B)(6) 2011 patient underwent 1.lumbar medial branch blocks (facet nerve blocks) due to the following pre-op diagnosis: 1.spondylosis, lumbar, 2.lumbago. (B)(6) 2011 patient presented with low back pain due to the procedure, the pain improved for a little while, but since has worsened. (B)(6) 2011 patient underwent the 1.lumbar transforaminal epidural steroid injection with flurorscopic guidance due to the following pre-op diagnosis: 1.lumbar/thoracic radiculitis. (B)(6) 2011 patient presented with low back pain .the patient is complaining of pain located in the left lower back. (B)(6) 2011 patient underwent si joint injection with fluoroscopic guidance due to the following pre-op diagnosis: 1.si joint sprain, 2.sacroiliitis, 3.low back pain (B)(6) 2011 patient presented with low back pain. The patient reports minimal improvement from the procedure. Since the procedure, the pain has worsened. The patient is complaining of pain located in the lower back. (B)(6) 2011 patient underwent intra-articular facet joint injections with fluoroscopic guidance due to the following pre-op diagnosis: 1.spondylosis, lumbar, 2.lumbago (B)(6) 2011 patient presented with low back pain. (B)(6) 2011 patient underwent spinal cord stimulator trial placement operation due to the following pre-op diagnosis: 1.low back pain, 2.thoracic/lumbosacral radiculitis. Approach: posterior lateral entry: tn-12. Final lead placement: right top electrode at the t6-7 interspace; left spaced one electrode higher. (B)(6) 2011 patient presented for lead pull. (B)(6) 2011 patient underwent MRI of l4-5 fusion. Instrumentation appears to be adequately placed; however, there were some significant foraminal stenosis bilaterally at this level. Patient underwent x-ray: review of x-rays show degenerative scoliosis with a likely predisposed idiopathic scoliosis. Apex to the lumbar spine to the left. She otherwise had l4-l5 stable appearing anterolisthesis grade l with unilateral left-sided pedicle screw with interbody fusion with a t-lift type cage. She otherwise had no significant other bony abnormality. (B)(6) 2011 patient underwent x-ray of spine single view. Findings: one fluoroscopic image(s) was/were obtained intraprocedurally. The limited image(s) submitted revea1(s) expected operative change of presumed spine simulator placement. Retractor device and stimulator leads notes. (B)(6) 2011 patient underwent the following procures: 1. Implantation of permanent sublaminar spinal cord stimulator with sublaminar paddle with laminotomy at t8-t9. 2. Placement of sublaminar lead at the top of t7. 3. Left-sided implantation of battery pack neurotransmitter with development of subcutaneous pouch. 4. Connection subcutaneously to treat the postop diagnosis: post laminectomy syndrome, status post lumbar fusion and decompression out of town. (B)(6) 2011 patient underwent x-ray of thoracic spine. Imaging: she had x-rays of the thoracic spine that do show midline placement of the stimulator without complication to the appropriate level at t7-t8. This is identical to the postoperative imaging. She otherwise has again a stable degenerative/idiopathic scoliosis which is unchanged at the level of fusion distally at 5-1. (B)(6) 2011 patient presented for an office visit for scs programming. (B)(6) 2012 patient presented for an office visit for scs programming. On an unknown date in 2012, the patient underwent gall bladder removal. (B)(6) 2012: the patient presented with hypertension, right shoulder pain. (B)(6) 2012: the patient presented with hypertension, right shoulder pain. (B)(6) 2012 patient presented with shoulder pain. Examination neck: inspection/palpation: no visible deformity. Range of motion of neck: well preserved. Trapezius tenderness: absent bilaterally. Shoulder/ upper arm: shoulder: right. Inspection: no deformities, no swelling or redness. Palpation: tenderness at the subacromial bursa, tender at the supraspinatus attachment. Range of motion: painful ahduction/ff beyond 160, symmetric internal rotation. Motor system: diminished overall due to pain. Special tests: hawkins positive, neer positive. Elbow/arm: inspection: no swelling, redness or deformities. Palpation: no bony tenderness. Range of motion: normal flexion and extension, normal pronation and supination. Forearm/upper arm: unremarkable. Neurology: motor strength: upper ext strength is normal and symmetric in the deltoid, biceps, triceps, wrist extensors, and intrinsic hand (including the interossei, grip and apb). Sensory exam: normal to light touch. Reflexes: symmetrical 2+.plain x-ray imaging studies: shoulder x-rays: 2 views of the right shoulder (ap, outlet view) obtained and interpreted in the office today- some ac joint arthropathy, she looks to have had an acromioplasty, calcification at greater tuberosity /supraspinatus insertion, type ii-iii bigliani acromion. (B)(6) 2012 patient presented with low back pain. Examination: lower back: inspection: somewhat flattened lordosis, scoliosis present. Palpation: bilateral lower segment tenderness (below 14-5), bilateral upper segment tenderness. Range of motion: limited due to pain in all planes. Slump test: negative bilaterally. Femoral nerve stretch deferred. Stability: no overt evidence for instability on exam. Skin: no skin lesions, well healed midline scar. Pelvis/hip: hip joint: stable bilaterally. Inspection: no deformities. Palpation: no bony tenderness about the pelvis, no tenderness over the greater trochanteric bursa. Range of motion: mild age appropriate limitations. Neurology: motor strength: lower ext strength is normal and symmetric including the hip flexor, quad, ant tib, ehl and soleus. Sensory exam: normal to light touch. Reflexes: symmetrically decreased. Upper motor neuron signs: negative babinski, no clonus, normal tone. Patient underwent lumbar spine x-rays: 4 views of the l-spine obtained and interpreted in the office today (ap, lateral, lateral flexion/extension)- levoscoliosis -30 degrees at the t-ljunction, plif fusion noted l4-5 on the right, scs generator and leads in place (leads over t6, left of midline), grade 1-2 spondylolisthesis l4-5, grade 1 spondylolisthesis and spondylosis l5-s1, sclerosis in the sijs, generalized degenerative changes above the fusion, exam detail limited due to habitus, calcification in the descending aorta. (B)(6) 2012 the patient presented with a spinal cord stimulator for complex interrogation and reprogramming. (B)(6) 2013: the patient presented with the diagnosis of malfunction hardware. The patient underwent left buttock battery pack removal. (B)(6) 2013 patient underwent: removal of left neurotransmitter: battery pack from the left buttock with primary closure to treat the following diagnosis: previous post laminectomy with implantation of neuromodulation spinal cord stimulator with left battery pack r eplacement of neurotranamitter, malfunctioning spinal cord stimulator, overheating of battery pack, left buttocks and retained battery pack with pain. (B)(6) 2013: the patient presented for evaluation of left knee pain and swelling. (B)(6) 2013: the patient presented for evaluation of left knee pain and swelling. Pain with occasional groin and left buttock pain as well. (B)(6) 2013: the patient presented with diagnosis: lumbago, spinal stenosis, lumbar region with/ wo neurogenic disc claudicatit, lumb /lumbbosac disc degeneration, hypertension. (B)(6) 2013: the patient presented with a preoperative diagnosis of lumbar spondylosis with radiculopathy as well as spinal stenosis. The patient underwent an extension of l5-s1 fusion to l4-5 and decompression at the l4-5 level. Per the op notes, there was a little bony overgrowth over the screws from the prior fusion surgery. No patient complications were reported. (B)(6) 2013: the patient underwent x-ray of lumbar spine due to lumbar spondylosis. Impression: new hardware at l3-4 with removal of the posterior rod previously used to fuse l4-5. The patient also underwent stabilization of back. (B)(6) 2013: the patient presented with diagnosis: leukocytosis, post operative pain, backache, headache, hypertension, depressive disorder. (B)(6) 2013: the patient underwent x-ray of lumbar spine. Impression: unchanged alignment. No evidence of hardware failure. The patient underwent CT of lumbar spine. Impression: 4.6 x 2.8 mm superficial soft tissue fluid collection posterior to the lumbosacral hardware at midline, with foci of gas and peripheral hyper attenuation. Posterior spinal fusion at the l3, l4, and l5 vertebral levels with severe degenerative changes and l4 on l5 anterolisthesis. No evidence of acute hardware complication. (B)(6) 2013: the patient underwent x-ray of chest. Impression: no evidence of acute cardiopulmonary disease. No focal consolidation. (B)(6) 2013: the patient was diagnosed with alter consciousness, psychophysics vis disturb, acute , but ill defined cerebrovascular d isease. The patient underwent electrocardiogram. (B)(6) 2013: the patient underwent stabilization of back. (B)(6) 2013: the patients presented with seroma complicating, pneumonia, headache, malaise and fatigue hypertension and cough. Diagnose with lumbago. The patient underwent CT of head. Impression: unremarkable. The patient underwent CT of lumbar spine. Impression: interval surgery. No suggestion of infection in the bone. There is soft tissue fluid collection posteriorly. This may represent merely a seroma. The patient underwent x-ray of chest. Impression: left lower lobe atelectasis makes exclusion of left basilar pneumonia difficult. (B)(6) 2013: the patient presented with shortness of breath and cardiomelagy. The patient underwent x-ray of chest. (B)(6) 2013: the patient presented for post operative visit. (B)(6) 2013: the patient underwent CT of lumbar spine w/wo contrast due to csf leak, fluid collection csf leak. Impression: enlarging superficial soft tissue fluid collection which now communicates with a large fluid collection in the laminectomy bed and paraspinal musculature. This enlarging collection may be secondary to csf leak. The patient also underwent cut dura, patched and repaired. (B)(6) 2013: the patient presented with a preoperative diagnosis of status post l3-4 instrumented fusion with cerebrospinal fluid leak. Following the patient¿s fusion surgery, she returned with postural headaches secondary to a csf fistula with pseudomeningocele formation at the surgical level. The patient underwent a partial l4 laminectomy; duroplasty of the dural defect with duramatrix; intraoperative fluoroscope; and placement of intraoperative lumbar drain. Per the op notes, there was a large dural defect at l3-4 level in the center and extending onto the right side under the l4 lamina. The dural edges could not be approximated primarily. Decision was made to duroplasty with duramatrix. (B)(6) 2014: the patient underwent cut dura, patched and repaired. (B)(6) 2014: patient presented for office visit with complaint of heart sounds. Patient reported some occasional nocturnal sensation of hearing heartbeat in the ear with laying down at night. Assessment: abnormal heart sounds, dural tear, mild aortic stenosis, benign hypertension, total knee replacement status(bilateral now with problems with left knee) (B)(6) 2014: patient presented for office visit with chief complaint of itching. Patient reports itching discrete skin lesions on lower legs and back. Physical examination reveals approximately 6 lesions on left leg 3 on right leg and several on her back 4-5 mm, circular small erosions no signs of cellulitis. Assessment: generalized skin lesions. (B)(6) 2014: patient underwent physical therapy with diagnosis of right sciatica and lumbar pain. Evaluation summary: 1) patient presents with a chief complaint of low back pain that refers into the right buttock, the right thigh and right calf. She also has a complaint of numbness and tingling in the entire right lower extremity and foot as well as the left lateral lower extremity and the entire foot. 2) aggravating activities include walking, lying supine and sit to stands. 3) gait examination revealed a flexed trunk, compensated trendelenburg gait on the left, retracted left pelvis and decreased hip extension bilaterally.4) core abdominal weakness is noted. 5) bilateral gluteus medius weakness is noted 6) decreased hip rom is noted 7) patient has hypermobile si joints bilaterally 8) neurological examination reveals decreased sensation in the left l4 dermatome. (B)(6) 2014: patient presented to ER with compliant of hip pain, abdominal pain. Patient complains of right lumbar sacral back pain radiating to right hip and to right knee which worsens with movement. Physical examination of back show scar pain patch in place lumbar region. Impression: back pain with sciatica. Patient underwent x-ray of lumbar spine due to low back pain. Impression: pedicle screw fusion and laminectomy. (B)(6) 2014: patient presented for office visit with chief complaint of lower back pain which radiates into her right buttock and down her leg. She states that she developed a back infection and dural leakage several weeks after the spinal fusion l3/l4 .patient is 6 month spinal fusion. Assessment: sciatic pain, anemia, benign hypertension, mixed hyperlipidemia. (B)(6) 2014: patient presented for follow up visit for low back pain. Examination of lumbosacral spine reveals flexion decreased with pain all other motions .lot of crepitus and fluid knee status post bilateral total knee. Assessment: mild aortic stenosis, sciatic pain, anemia, benign hypertension (B)(6) 2014: patient presented for office visit with complaint of congestion. Assessment: allergic rhinitis, depressive disorder, benign hypertension. (B)(6) 2014: patient presented for office visit with symptoms of cough, wheezing, chills fever and sore throat. Cough is described as hacking, wheezy and productive. Symptoms are described as moderate in severity and worsening. Associated symptoms include hoarseness. Assessment: acute bronchitis, (B)(6) 2014: patient presented for office visit with chief complaint of red and itchy eye. Assessment: benign hypertension, mitral valve disorder, allergic rhinitis, pingueculitis of left eye, sciatic pain, mixed hyperlipidemia, vitamin d deficiency. (B)(6) 2015: patient presented for office visit. Assessment: mixed hyperlipidemia (B)(6) 2015: patient presented for office visit and complains of cold intolerance and complains of apparent raynaud¿s phenomenon both hands and fingers. Hands and fingertips can sometimes become white and then mildly blue .assessment: raynaud disease, mixed hyperlipidemia, benign hypertension, depressive disorder, vitamin d deficiency, 2004 and 2013 fusion hardware in place(history of lumbosacral spine surgery), sciatic pain. (B)(6) 2015: patient underwent physical therapy with diagnosis of sciatic pain with impaired adl¿s including prolonged standing/sitt ing./walking. Assessment: weak core/abdominals and gluteals ,tight hip musculature and gait abnormality. (B)(6) 2015: patient was administered influenza vaccine. Since the rhbmp-2 surgery, the patient has been suffering from the following problems: severe back pain, the pain is more severe and more frequent than before the rhbmp-2 surgery; muscle spasms; numbness in both legs; unable to walk for any distance; unable to stand; need to use a cane or scooter to get around; radiating pain to the legs; nerve injury; stenosis; osteophytes; foraminal narrowing; acid reflux; bladder incontinence; osteoarthritis; mental anguish; and depression. He also had difficulty in standing and walking.

Event description:
It was reported that on (B)(6) 2004: the patient underwent MRI of lumbar due to chronic leg pain. Prior intervertebral fusion at l4-5 with right sided rodding, but with grade I spondylolisthesis associated with residual or recurrent disc protrusion and moderately severe to severe bilateral foraminal stenosis. This has led to impingement on both transiting and existing nerve roots at this level. Mild spondylolisthesis of l5 on s1, with evidence of previous left paracentral discectomy. Mild disc protrusion at l2-3, l3-4 and l4-5 associated with moderated foraminal stenosis and resulting in impingement nerve roots, with mild contact on exiting nerve roots suspected at one or two locations. On (B)(6) 2011 the patient underwent MRI of the thoracic spine due to back pain and scoliosis. Impressions: mild levoscoliosis and kyphosis but otherwise unremarkable appearance of the thoracic spine. The patient also underwent x-rays of the lumbar spine. Impressions: previous posterior fusion with unilateral right- sided pedicle screw at l4 and l5, placement of intervertebral bone spacer at l4-5 disc level. Persistent grade 1 spondylolisthesis l4 on l5. Epidural selective coronary arteriography/fibrosis at surgical site extending to the right lateral recess at l4-5, but no evidence of for residual or recurrent disc herniation at the previously operated site. On (B)(6) 2012 the patient was presented for office visit with low back pain. The pain radiated down to left lower extremity. Assessments: lumbago; lumbosacral spondylosis; chronic pain syndrome; spinal stenosis of lumbar region. On (B)(6) 2012 the patient was presented for office visit with pain located in the right shoulder. Pain radiates to the right scapula and right biceps, up into the neck. Assessments: pain in joint (shoulder region); unspecified disorders of bursa and tendons in shoulder region. On (B)(6) 2012 assessments: lumbago; chronic pain syndrome.

Event description:
It was reported that the patient underwent a spine fusion surgery from l4 to s1 using rhbmp-2/acs. Reportedly, sometime postop the patient began experiencing pain that radiates into her bilateral lower extremities, from her back to her legs. The patient has difficulty ambulating more than household distances, and requires the assistance of a cane. The patient also now has a spinal cord stimulator implanted in her spine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that approximately nine years, nine months post-op, the patient presented with a preoperative diagnosis of lumbar spondylosis with radiculopathy as well as spinal stenosis. The patient underwent an extension of l5-s1 fusion to l4-5 and decompression at the l4-5 level. Per the op notes, there was a little bony overgrowth over the screws from the prior fusion surgery. No patient complications were reported. Approximately six weeks later, the patient presented with a preoperative diagnosis of status post l3-4 instrumented fusion with cerebrospinal fluid leak. Following the patient's fusion surgery, she returned with postural headaches secondary to a csf fistula with pseudomeningocele formation at the surgical level. The patient underwent a partial l4 laminectomy; duroplasty of the dural defect with duramatrix; intraoperative fluoroscope; and placement of intraoperative lumbar drain. Per the op notes, there was a large dural defect at l3-4 level in the center and extending onto the right side under the l4 lamina. The dural edges could not be approximated primarily. Decision was made to duroplasty with duramatrix.